Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable was not airtight, and there were image abnormalities. The cause of the cracked cable could not be identified based on the results of the investigation. It is likely that the airtightness could not be maintained due to the crack on the cable and caused the watertight defect. However, a definitive root cause could not be established. Due to watertightness failure in the camera cable, moisture may have entered the interior of the camera, causing the internal charged coupled device to fail, resulting in the image malfunction. However, a definitive root cause could not be established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head cord was cracked. There are no reports of patient harm.